Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon evaluation of this device, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had too high occlusion pressure which caused undetected downstream occlusion. It was also reported there was no patient injury.